Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported by legal notification, a patient underwent an initial total knee arthroplasty. Subsequently, the patient underwent two revisions. Following the revisions, the patient continues to be limited in their activities of daily living. The patient has difficulty with daily activities such as getting dressed, climbing stairs, and bathing. Despite the revision surgeries, the patient experiences daily pain and discomfort in their left knee, which limits their activities of daily living and impacts their quality of life. Additionally, the patient alleges they have suffered and continue to suffer permanent and debilitating injuries and damages, including but not limited to significant pain and discomfort, gait impairment, poor balance, difficulty walking, component part loosening, soft tissue damage, bone loss, and other injuries presently undiagnosed, which all require ongoing medical care.